Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The target lesion was located in a moderately calcified and moderately tortuous left circumflex (lcx) artery. A 12 x 3.50mm taxus liberté drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 201mm distal from strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).